Event description:
It was reported that 5 pca asv microbore cv sets leaked during use. The following information was provided by the initial reporter: "I received a phone call from a customer stating that 5 sets of tubes leaked. The customer did not provide a lot number, but she did give the material no. 30873. The incidents happened last night (B)(6)2020). There were no serious injuries and no change to patient treatment."

Manufacturer narrative:
H.6. Investigation: one photo of the microbore administration set, model 30873, was received by the customer for investigation. No physical samples were provided. The location of the reported leakage was visible in the photo, however, no leakage could be seen. The customer complaint that 5 sets of tubes leaked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 30873 because a lot number was not provided by the customer. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 5 pca asv microbore cv sets leaked during use. The following information was provided by the initial reporter: "I received a phone call from a customer stating that 5 sets of tubes leaked. The customer did not provide a lot number, but she did give the material no. 30873. The incidents happened last night ( (B)(6) 2020). There were no serious injuries and no change to patient treatment."